Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Device was visually reviewed, and the suture appears to be loaded onto the inserter. With the returned condition of the device, the complaint is considered unconfirmed. Device was identified to be conforming to specifications. The reported event was not substantiated. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a carpometacarpal arthroplasty procedure, the surgeon's staff opened a juggerknot and found that the anchor was not loaded onto the inserter. They opened a new anchor and that was used to complete the procedure. No adverse events have been reported as a result of the malfunction.